Manufacturer narrative:
On 11/02/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic ent representative reported that, while in an ear, nose and throat (ent) procedure, there was difficulty registering the patient. Attempted tracer multiple times and three point, however, registration failed. The navigation system was re-booted, then attempted tracer and pointmerge registrations. The surgeon alleged an inaccuracy of approximately 3 millimeters occurred anteriorly. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.